Manufacturer narrative:
(B)(4) initial

Event description:
The freedom driver was not supporting a patient. The customer reported that the freedom driver exhibited an irreversible fault alarm during system check-in. The customer also reported that the hospital staff member confirmed that both onboard batteries were inserted and fully charged. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. In addition, it would not prevent the driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.